Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after 259 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer did not return the product for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k351 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k351 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This investigation is now complete. (B)(4). H.m. (B)(6) 2022.

Manufacturer narrative:
Correction: d9: device available for evaluation? Yes. H3: device evaluated by manufacturer? Yes. The complaint kit with smart card was returned for evaluation. Review of the smart card data showed the prime was completed and blood collection began in single needle mode. An alarm #7: blood leak (centrifuge chamber) alarm occurred after 151 ml of whole blood have been processed. Examination of the received kit verified the centrifuge bowl broke as it was received in multiple pieces. Further inspection of the centrifuge bowl showed that the outer bowl was missing the weld joint, indicating that the breakage occurred in the outer bowl material and not at the weld joint. A material trace of the bowl assembly and its components used to build lot k351 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4); h.m. 21-apr-2022.